Manufacturer narrative:
H3. Reason device not evaluated by mfg: other; device was not returned to manufacturer. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the second day of the patient's treatment, the locking pin came loose from the tube. A new tracheostomy tube was used to fix the issue. The incident occurred while the patient was being treated. The event occurred in the hospital and was operated by health professional. There was patient involvement, and no patient harm/adverse event reported.

Manufacturer narrative:
The review of the return product showed the pin was removed from the locking strap. There are signs the pin was seated at one time. The pin was reseated by following wi-09-0310-24 section 8.11. The pin went in and locked the locking strap and tried to forcibly pull the pin out but could not remove the pin. The gary site no longer manufactures the adult adjustable product, the process has moved to tijuana, mexico and reached out to tijuana to get informed of this complaint.